Event description:
It was reported that when the patient presented for follow-up, high, out of range pacing lead impedance , decreased sensing and high capture threshold were observed. The patient elected to have no further evaluation performed and will return to his original implanting physician. No complications were reported. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.